Manufacturer narrative:
Please note that the event date is unknown, and the product catalog and lot number were also unknown. Therefore, please note: (prowler select plus), represents an unknown prowler select plus microcatheter. The catalog and lot number for the actual product used in the procedure is unknown. The device is not available for analysis and the lot number is not known; therefore a device history record review cannot be completed. Based on the limited procedural information and without the return of the device for analysis, no conclusion can be made regarding the reported event or possible contributing factors. However, procedurally, the microcatheter would have been advanced over a guidewire prior to the inability to advance the enterprise. Based on the limited procedural information and without the return of the devices and without the lot number, no conclusion can be made regarding the reported event. Therefore, no corrective action will be taken. This is one of two products involved with this adverse event, which is associated with mfg report #1058196-2011-00059 and 1058196-2011-00060.

Event description:
The incident happened several months back but was never reported. The customer is reporting that an enterprise stent was defective. They no longer have the stent but are requesting a replacement unit. The physician has stated that the stent was stuck in the micro-catheter and could not be advanced. The physician, was using a prowler select plus. After the event, both devices were removed as unit, and another microcatheter and enterprise were used to complete the procedure. No further information was available.